Event description:
Fluid build up knee [effusion (l) knee] knee was hurting worse that before/had pain [arthralgia aggravated] ([off label dosing frequency]). Lump in both knees/medication sitting on top of the ball [swelling of l knee] having a reaction [unevaluable event] . Case narrative: this case was linked to case (B)(4) (multiple devices, right knee). Initial information received on (B)(6) 2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who experienced fluid build up knee (latency: unknown), knee was hurting worse that before/had pain (latency: unknown), lump in both knees/medication sitting on top of the ball (latency: unknown) and having a reaction (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. The past medical history included not having any cartilage in the left knee. The patient had received steroid injections in both knees several months prior to synvisc which worked for her. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in her left knee (dose, batch: unknown) (information on batch number was requested), three times on the same day for arthritis by a nurse. Patient reported she was told by her physician that the injection would last longer. It was reported that the patient had all three injections of synvisc injected at one time in her knee. On an unknown date in (B)(6) 2019, after the injection, patient had fluid build up knee (latency: unknown) and knee was hurting worse that before/had pain (latency: unknown) and patient had lump in both knees (latency: unknown). As a corrective treatment, patient was prescribed oral steroids for the events on (B)(6) 2019 and started taking them after the new year. The events were assessed as serious and required intervention. Patient reported that she read that synvisc had been administered incorrectly to her. On an unknown date, the patient could feel the medication sitting on top of the ball (latency: unknown) of her and mentioned she was having a reaction (latency: unknown). Further, patient reported that she did not have redness or heat at the sites. Patient mentioned she was a very busy person and was unable to use the ice due to being a very cold natured person or elevation, which she would do at night. Patient was referred to her physician for follow up to ask if she could start her exercise classes. Action taken: not applicable. Corrective treatment: oral steroids and elevation for fluid build up knee, lump in both knees/medication sitting on top of the ball and knee was hurting worse that before/has pain; not reported for rest of the events outcome: unknown for all events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2020 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: (B)(6) 2020 follow up information was received on (B)(6) 2020 from other health professional. Global ptc number was added. No significant information was received. Additional information was received on (B)(6) 2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
Cannot go to the gym and exercise because of her left knee/cannot even use the exercise equipment [activities of daily living impaired] some hardening there in the left leg [limbs stiffness] fluid build up left knee [effusion (l) knee] left knee was hurting worse that before/had pain [arthralgia aggravated] ([off label dosing frequency]) lump in left knee/as soon as she starts to walk or do any activity, the left knee and leg starts to swell [swelling of l knee] she can feel the synvisc going down the side of her leg, above and below her knee/feel the medication sitting on top of the ball [feeling abnormal] ([wrong injection technique]) case narrative: this case was linked to case (B)(4) (multiple devices, right knee). Initial information received on 06-jan-2020 from united states regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who cannot go to the gym and exercise because of her left knee/cannot even use the exercise equipment, had some hardening there in the left leg, fluid build up left knee, left knee was hurting worse that before/had pain, lump in left knee/ as soon as she starts to walk or do any activity, the left knee and leg starts to swell, she can feel the synvisc going down the side of her leg, above and below her knee/feel the medication sitting on top of the ball with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. The past medical history included not having any cartilage in the left knee. The patient had received steroid injections in both knees several months prior to of hylan g-f 20, sodium hyaluronate which worked for her. On (B)(6) 2019, the patient received injection of hylan g-f 20, sodium hyaluronate in her left knee (dose, batch, route: unknown) (information on batch number was requested), three times on the same day for arthritis by a nurse. Patient reported she was told by her physician that the injection would last longer. It was reported that the patient had all three injections of hylan g-f 20, sodium hyaluronate injected at one time in her knee. On an unknown date in (B)(6) 2019, after the injection, patient had fluid build up knee (latency: unknown) and knee was hurting worse that before/had pain (latency: unknown) and patient had lump in both knees (latency: unknown). As a corrective treatment, patient was prescribed oral steroids for the events on (B)(6) 2019 and started taking them after the new year. The events were assessed as serious and required intervention. Patient reported that she read that hylan g-f 20, sodium hyaluronate had been administered incorrectly to her and asked if this would harm her. On an unknown date, the patient could feel the medication sitting on top of the ball (latency: unknown) of her and mentioned she was having a reaction. Further, patient reported that she did not have redness or heat at the sites. Patient mentioned she was a very busy person and was unable to use the ice due to being a very cold natured person or elevation, which she would do at night. Patient was referred to her physician for follow up to ask if she could start her exercise classes. She does not believe the hylan g-f 20, sodium hyaluronate was injected properly into the knee joint, because she can feel it going down the side of her leg, above and below her knee, and she could feel it right now, while she was on the phone call, and it was still there in her leg, it has not dissipated, because it has no place to go (onset, latency: unknown). Patient stated that there was some hardening in the left leg, also (onset, latency: unknown; event assessed as serious as intervention required). After she goes to sleep at night, when she first got up the next morning she was fine, but as soon as she starts to walk or do any activity, the left knee and leg starts to swell. Patient stated that at one point she got a cortisone injection in the left knee and it helped for a little while, but they had a hard time getting the needle into her left knee because it was so swollen. Patient stated that she had a medical appointment scheduled for (B)(6) 2020) but she did not go, because her left leg was bothering her too much. Patient stated that she cannot go to the gym and exercise because of her left knee, and she cannot even use the exercise equipment she has there in her house (onset, latency: unknown; event assessed as serious due to disability). On (B)(6) 2020, patient stated that her left knee was still bothering her. Action taken: not applicable for all events corrective treatment: oral steroids and elevation for fluid build up knee, lump in left knee/as soon as she starts to walk or do any activity, the left knee and leg starts to swell; cortisone for some hardening there in the left leg, and lump in left knee/as soon as she starts to walk or do any activity, the left knee and leg starts to swell; not reported for rest of the events outcome: not recovered / not resolved for lump in left knee/as soon as she starts to walk or do any activity, the left knee and leg starts to swell, she can feel the synvisc going down the side of her leg, above and below her knee/feel the medication sitting on top of the ball, some hardening there in the left leg, cannot go to the gym and exercise because of her left knee/cannot even use the exercise equipment; unknown for rest of the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 10-jun-2020 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 22-jun-2020 follow up information was received on 06-jan-2020 from other health professional. Global ptc number was added. No significant information was received. Additional information was received on 22-jun-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on (B)(6) 2020 from patient. Events of cannot go to the gym and exercise because of her left knee/cannot even use the exercise equipment, some hardening there in the left leg, left leg was bothering her too much and she can feel the synvisc going down the side of her leg, above and below her knee/feel the medication sitting on top of the ball were added details. Verbatim of event updated from lump in both knees/medication sitting on top of the ball to lump in left knee/ as soon as she starts to walk or do any activity, the left knee and leg starts to swella nd outcome updated to not recovered for the same. Clinical course updated. Text amended accordingly. Upon internal review 16-sep-2020 with csd 01-jul-2020, events of left leg was bothering her too much (leg discomfort) and having a reaction (unevaluable event) were deleted. Also, abbreviated terms CAPA and ncr in the narrative were expanded.

Manufacturer narrative:
Sanofi company comment dated 01-jul-2020: this case involves a patient who experienced fluid build up knee, knee was hurting worse that before/had pain, lump in left knee/as soon as she starts to walk or do any activity, the left knee and leg starts to swell with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Although the causal role of suspect cannot be denied, however, patient's past medical history of not having any cartilage in knee and the 3 injections incorrectly given at once could be confounder for the same. Also, lack of information regarding the latency of onset of events, patient's concomitant and past drugs limits a precise case evaluation.

Manufacturer narrative:
Sanofi company comment dated 01-jul-2020: this case involves a patient who experienced fluid build up knee, knee was hurting worse that before / had pain, lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swell with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Although the causal role of suspect cannot be denied, however, patient's past medical history of not having any cartilage in knee and the 3 injections incorrectly given at once could be confounder for the same. Also, lack of information regarding the latency of onset of events, patient's concomitant and past drugs limits a precise case evaluation.

Event description:
Cannot go to the gym and exercise because of her left knee / cannot even use the exercise equipment [activities of daily living impaired]. Some hardening there in the left leg [limbs stiffness]. Left leg was bothering her too much [leg discomfort]. Fluid build up left knee [effusion (l) knee]. Left knee was hurting worse that before / had pain [arthralgia aggravated] ([off label dosing frequency]). Lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swell [swelling of l knee]. She can feel the synvisc going down the side of her leg, above and below her knee / feel the medication sitting on top of the ball [feeling abnormal] ([wrong injection technique]). Having a reaction [unevaluable event]. Case narrative: this case was linked to case: (B)(4) (multiple devices, right knee). Initial information received on 06-jan-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who cannot go to the gym and exercise because of her left knee / cannot even use the exercise equipment, had some hardening there in the left leg, left leg was bothering her too much, fluid build up left knee, left knee was hurting worse that before / had pain, lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swell, she can feel the synvisc going down the side of her leg, above and below her knee/feel the medication sitting on top of the ball and having a reaction, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. The past medical history included not having any cartilage in the left knee. The patient had received steroid injections in both knees several months prior to of hylan g-f 20, sodium hyaluronate which worked for her. On (B)(6) 2019, the patient received injection of hylan g-f 20, sodium hyaluronate in her left knee (dose, batch, route: unknown) (information on batch number was requested), three times on the same day for arthritis by a nurse. Patient reported she was told by her physician that the injection would last longer. It was reported that the patient had all three injections of hylan g-f 20, sodium hyaluronate injected at one time in her knee. On an unknown date on (B)(6) 2019, after the injection, patient had fluid build up knee (latency: unknown) and knee was hurting worse that before / had pain (latency: unknown) and patient had lump in both knees (latency: unknown). As a corrective treatment, patient was prescribed oral steroids for the events on (B)(6) 2019 and started taking them after the new year. The events were assessed as serious and required intervention. Patient reported that she read that hylan g-f 20, sodium hyaluronate had been administered incorrectly to her. On an unknown date, the patient could feel the medication sitting on top of the ball (latency: unknown) of her and mentioned she was having a reaction (latency: unknown). Further, patient reported that she did not have redness or heat at the sites. Patient mentioned she was a very busy person and was unable to use the ice due to being a very cold natured person or elevation, which she would do at night. Patient was referred to her physician for follow up to ask if she could start her exercise classes. She does not believe the hylan g-f 20, sodium hyaluronate was injected properly into the knee joint, because she can feel it going down the side of her leg, above and below her knee, and she could feel it right now, while she was on the phone call, and it was still there in her leg, it has not dissipated, because it has no place to go (onset, latency: unknown). Patient stated that there was some hardening in the left leg, also (onset, latency: unknown; event assessed as serious as intervention required). After she goes to sleep at night, when she first got up the next morning she was fine, but as soon as she starts to walk or do any activity, the left knee and leg starts to swell. Patient stated that at one point she got a cortisone injection in the left knee and it helped for a little while, but they had a hard time getting the needle into her left knee because it was so swollen. Patient stated that she had a medical appointment scheduled for on (B)(6) 2020) but she did not go, because her left leg was bothering her too much (onset, latency: unknown; event assessed as serious as intervention required). Patient stated that she cannot go to the gym and exercise because of her left knee, and she cannot even use the exercise equipment she has there in her house (onset, latency: unknown; event assessed as serious due to disability). On (B)(6) 2020, patient stated that her left knee was still bothering her. Action taken: not applicable for all events. Corrective treatment: oral steroids and elevation for fluid build up knee, lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swell; cortisone for some hardening there in the left leg, left leg was bothering her too much and lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swell; not reported for rest of the events. Outcome: not recovered / not resolved for lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swell, she can feel the synvisc going down the side of her leg, above and below her knee / feel the medication sitting on top of the ball, some hardening there in the left leg, left leg was bothering her too much, cannot go to the gym and exercise because of her left knee/cannot even use the exercise equipment; unknown for rest of the events. Product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 10-jun-2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 22-jun-2020. Follow up information was received on 10-jun-2020 from other health professional. Global ptc number was added. No significant information was received. Additional information was received on 22-jun-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 01-jul-2020 from patient. Events of cannot go to the gym and exercise because of her left knee / cannot even use the exercise equipment, some hardening there in the left leg, left leg was bothering her too much and she can feel the synvisc going down the side of her leg, above and below her knee / feel the medication sitting on top of the ball were added details. Verbatim of event updated from lump in both knees / medication sitting on top of the ball to lump in left knee / as soon as she starts to walk or do any activity, the left knee and leg starts to swelland outcome updated to not recovered for the same. Clinical course updated. Text amended accordingly.

Event description:
Fluid build up knee [effusion (l) knee]. Knee was hurting worse that before/had pain [arthralgia aggravated] ([off label dosing frequency]). Lump in both knees/medication sitting on top of the ball [swelling of l knee] . Having a reaction [unevaluable event]. Case narrative: this case was linked to case (B)(4) (multiple devices, right knee). Initial information received on 06-jan-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) female patient who experienced fluid build up knee (latency: unknown), knee was hurting worse that before/had pain (latency: unknown), lump in both knees/medication sitting on top of the ball (latency: unknown) and having a reaction (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. The past medical history included not having any cartilage in the left knee. The patient had received steroid injections in both knees several months prior to synvisc which worked for her. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in her left knee (dose, batch: unknown) (information on batch number was requested), three times on the same day for arthritis by a nurse. Patient reported she was told by her physician that the injection would last longer. It was reported that the patient had all three injections of synvisc injected at one time in her knee. On an unknown date in (B)(6) 2019, after the injection, patient had fluid build up knee (latency: unknown) and knee was hurting worse that before/had pain (latency: unknown) and patient had lump in both knees (latency: unknown). As a corrective treatment, patient was prescribed oral steroids for the events on (B)(6) 2019 and started taking them after the new year. The events were assessed as serious and required intervention. Patient reported that she read that synvisc had been administered incorrectly to her. On an unknown date, the patient could feel the medication sitting on top of the ball (latency: unknown) of her and mentioned she was having a reaction (latency: unknown). Further, patient reported that she did not have redness or heat at the sites. Patient mentioned she was a very busy person and was unable to use the ice due to being a very cold natured person or elevation, which she would do at night. Patient was referred to her physician for follow up to ask if she could start her exercise classes. Action taken: not applicable. Corrective treatment: oral steroids and elevation for fluid build up knee, lump in both knees/medication sitting on top of the ball and knee was hurting worse that before/has pain; not reported for rest of the events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.